Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device using the pre-close technique via an 8f sheath hole prior to a ventricular tachycardia ablation interventional procedure. Reportedly, the footplate was stuck open, however, lever was returned to the original position. The up and over technique was performed to remove the device. The pre-close technique was abandoned due to the proglide issues. The ventricular tachycardia ablation procedure was completed. Hemostasis was achieved used a balloon catheter. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: a vascular surgeon performed an up and over technique using a balloon catheter to achieve hemostasis. During return device analysis, the device was returned disassembled, and both handle halves were not returned. The foot was displaced. No additional information was provided.

Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported difficulty to close the foot could not be confirmed due to device condition. However, the foot was re-assembled back on to the guide. The lever was opened, and the foot was deployed and retracted with no resistance noted. The foot completely retracted into the guide. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to challenging anatomical conditions/tissue caught in foot. Cycling the lever to open/close foot with challenging anatomical conditions/tissue in foot possibly caused the footplate displacement or stick out of the body of the device which led to subsequent device entrapment. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided. H6: correction health effect - impact code 4624 surgical intervention was removed.